Event description:
This patient had a cypher stent placed in a "severly angulated" proximal right coronary artery (rca) following investigation of unstable angina. Eight months later the patient returned for follow-up angiography. The pt was not symptomatic. Repeat angiography and ivus revealed stent fracture with neointimal hyperplasia. This was treated with additional stent placement.